Event description:
Upon enabling the device it stopped and said remove device and make sure not damaged. Surgeon did that and followed instructions on machine. Attempted to enable again and failed. Opened new device and it worked appropriately. Rep contacted and said it was because of patient's cavity and ultimately user error.